Manufacturer narrative:
The investigation of this event is still being carried out. A follow up MDR will be submitted within 30 days with the investigation conclusions.

Event description:
The initial complaint information received indicated the evo-22-27-9-d stent did not deploy during the procedure. When the user pushed the stent into the stenosed area the tip of the catheter was kinked and it was impossible to advance the stent. The procedure was completed with another manufacturers stent. Additional information received on the 09 dec 15 indicated the stent was removed from the patient partially exposed. MDR reporting required based on the malfunction precedence for this device family for 'deployment issue that results in the exposed stent being removed from the patient with the delivery system'. The investigation of this event is still being carried out. A follow up MDR will be submitted within 30 days with the investigation conclusions.

Manufacturer narrative:
The delivery system was returned for evaluation with no part of the stent exposed. The stent was fully retracted in the sheath. Information received indicated that the stent was exposed when being removing from patient. The endoscopy senior product manager commented during the evaluation that he will check with the rep in relation to the stent exposure. Upon initial evaluation of the returned device, it was noted that there was a kink present approximately 15mm from the distal end of the sheath. It was noted that the red marker on the handle was in the correct position for the device. The lockwire was present and had not been removed. The wireguide passed through the device with no issue noted. The handle was actuated and deployment of the stent was possible. The stent fully deployed and there was no issues noted with the stent. The length of the clear section of the flexor was checked and was within specification. The cirl research & development engineer commented that the issue seems to have occurred when they were getting to the desired area ¿ couldn¿t get through the stricture. It is unknown when the kink occurred, maybe when they were going through the stricture. A possible cause of the kink occurring may have been when they were going through the stricture. However, as actual use conditions could not be replicated in the laboratory we cannot conclusively determine the cause of this complaint. The customer complaint was confirmed as there was a kink present approximately 15mm from the distal end of the sheath. Prior to distribution, all evo-22-27-9-d devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for the evo-22-27-9-d device of lot number c1088203 revealed no discrepancies that could have contributed to this complaint issue. As per the instructions for use, notes section advises the user of the following: ¿if package is opened or damaged when received, do not use. Visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would inhibit proper working condition, do not use." From the information provided there were no adverse effects to the patient. Complaints of this nature will continue to be monitored for emerging trends.

Event description:
This follow up report is being submitted due to the conclusion of the investigation and evaluation of the device involved in this incident. The initial complaint information received indicated the evo-22-27-9-d stent did not deploy during the procedure. When the user pushed the stent into the stenosed area the tip of the catheter was kinked and it was impossible to advance the stent. The procedure was completed with another manufacturers stent. Additional information received on the 09 dec 15 indicated the stent was removed from the patient partially exposed. FDA MDR reporting required based on the malfunction precedence for this device family for 'deployment issue that results in the exposed stent being removed from the patient with the delivery system'.